Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not calculating the correct bolus amount. Customer's blood glucose level was 421-422 mg/dl. A correction bolus was delivered to address bg.